Event description:
This unsolicited case from (B)(6) was received on 21-sep-2016 from a patient. This case involves a (B)(6) female patient who received treatment with synvisc one and after unknown latency developed baker's cyst and after few days the patient was anxious, had malaise, lost her appetite, not sleeping well, toes are cramping. It was reported that the patient had right knee replacement (date: not specified). No past drugs, medical history or concomitant medication was reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml (batch/ lot number and expiration date: not provided) into the left knee for moderate osteoarthritis (for pain in the middle of her knee). On (B)(6) 2016 (4 days after initiating treatment) the patient experienced pain and fluid in her knee. It was reported that the patient experienced pain on the side and the back of her knee as well as her knee was being filled with fluid. On an unspecified date in (B)(6) 2016 (latency: few days), the patient experienced that her knee swelled up, was in excruciating pain and was unable to walk. Additionally, the patient also had leg pain down to the ankle and her toes were cramping. Reportedly, the patient was not sleeping well, had lost her appetite, had malaise and this had made her more anxious. It was reported that the patient kept her knee elevated and put ice on it. The patient went to see her orthopedic surgeon who gave her cortisone shot on (B)(6) 2016 to decrease the swelling however her pain was still present. It was further reported that the patient described the swelling behind the knee as a baker's cyst. It was further reported that ice was helping and both pain and swelling were improving. Corrective treatment: cortisone, ice, elevated for the event of baker's cyst; not reported for the events of anxious, malaise, lost her appetite, not sleeping well, toes are cramping. Outcome: recovering for baker's cyst; unknown for rest of the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. (B)(4) continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. (B)(4) would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for baker's cyst. Additional information was received on 22-sep-2016 (and on 23-sep-2016 from the patient, both the information was processed together with clock start date of 22-sep-2016). The event of baker's cyst was added with details and the events of knee swelled up/ swelling behind knee (verbatim updated from knee swelled up), leg pain down to the ankle, pain in knee/pain on the side and back of her knee and fluid in knee were updated as the symptoms of this event. The ptc results were added. Clinical course updated and text amended accordingly. Pharmacovigilance comment: (B)(4) follow up company comment dated 22-sep-2016: this case concerns a patient who received synvisc one in left knee and experienced baker's cyst with symptoms of knee pain, knee swelling, knee effusion and leg pain down to ankle. The events have been assessed as related to the product since there is a positive temporal relationship and causal role of suspect product cannot be denied in occurence of the events. However, due to lack of information regarding underlying concurrent medical conditions, relevant concomitant medications and clinical course of the event, the definitive etiology for the events could not be explained. Also, patient's underlying condition of osteoarthritis could have played a confounding factor for the events.